Manufacturer narrative:
Patient is part of (B)(6) study. Adverse event form stated that this event is cmk21 stem related; cmk21 stem is not registered in the u.s while the acetabular component is.

Event description:
It was reported that patient has experienced a difference in leg length following tha, with the operative leg (right) 3 mm shorter. Per study investigator, the severity was deemed mild and no treatment was done to solve the problem. Outcome of complication: still ongoing.